Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a scratched screen and the keypad was worn. It was hard to read and used the back light to try and see in brighter settings. The insulin pump had motor malfunctions every once in a while. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The device was not returned.